Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n134 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n134 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned smart card and photographs are still in process. A final report will be filed when the analysis is complete. Comp-(B)(4). N.s. 06-feb-2025.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the drive tube broke during the treatment after 1425ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested, however the customer discarded the kit. The customer will return the smart card and photographs for investigation.

Manufacturer narrative:
Photographs and the smart card were provided by the customer for evaluation. The complaint kit was not returned. Smart card data shows an alarm #7: blood leak? (Centrifuge chamber) alarm during the treatment, indicating a fluid leak was detected in the centrifuge chamber. Review of the customer provided photographs verify the reported drive tube leak as blood splatter is visible on the walls of the centrifuge chamber. Both of the drive tube bearings are still installed in their retainer clips and blood is visible on the wall of the centrifuge chamber where the drive tube made contact with the wall. The photographs also show the upper drive tube bearing and bearing stop; the drive tube bearing appears to be damaged. The drive tube appears to be twisted above the upper bearing stop, indicating that the upper bearing stop had moved along the drive tube during the treatment. This would allow the drive tube to make contact with the upper drive tube bearing and the centrifuge wall. A known cause of a broken drive tube is when the drive tube is not rotating freely. A material trace of the drive tube assembly and its components used to build lot n134 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The drive tube leak was confirmed based on the photographs; however, the root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4) 30-apr-2025.